Event description:
A doctor alleged that black specks were present in the sonicfill composite after light curing restorations for two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot had been used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4874471 and 4870448. The doctor drilled out the composite material and replaced the patient's restoration during the same office visit. To date, the patient is doing fine. The products involved in the alleged incident were returned and a visual evaluation was performed on both lots, yielding results within specifications. In addition, DHR reviews indicated that there were no deviations from the manufacturing process.